Event description:
It was reported that once the lead was connected to the ICD, the r and p waves and impedance had reduced to unacceptable values. The pocket was re-opened and an attempt was made to reposition the lead. The physician noticed that the terminal connector pin was very loose. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.